Manufacturer narrative:
B5: the openings were further described as about 4 or 5 millimeters in size. H10: seven (7) samples were received for evaluation. A visual inspection was performed which identified two (2) samples without openings on the sides of the package or in aluminum; the aluminum was wrinkled slightly without crushing and the packages were not compromised. Five (5) samples were identified with openings in the peripheral package seals and with crushes in the aluminum. Therefore, the reported condition was verified on five (5) of the samples and not on two (2) of the samples. The cause of the condition could not be determined. Twelve (12) retention samples were evaluated. A visual inspection with the naked eye was performed with no issues noted. The reported condition was not verified on the retention samples. A batch review was conducted and there were no deviations found related to this condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the individual packaging of five (5) minicaps were damaged. It was further described as the caps ¿did not present the air bubble¿ in the packaging. This was observed before use of the devices for peritoneal dialysis therapy. An opening was found in the packaging (pouch) of the caps and the aluminum was crushed. There was no report of patient injury or medical intervention associated with this event. No additional information is available.